Event description:
During injection, excessive resistance was felt. Later injections showed no further resistance. Upon withdrawal of the catheter, the distal marker remained in the pt, and the catheter tip was flared.